Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 7.0; date: ng, inr: 4.x; date: (B)(6) 2010, inr: 7.2; date: (B)(6) 2010, inr: 2.3. After pt held coumadin, her inr dropped to a 4.x inr. On (B)(6) 2010, pt restarted coumadin. She held dose after receiving a 7.2 inr. Lab draws done some time in july were close to meter results and in the mid 2's.

Manufacturer narrative:
Investigation pending.